Manufacturer narrative:
Physio-control further evaluated the device and observed that the internal batteries were charge depleted because of excessive off-current leakage from the analog pcb assembly. Physio determined that root cause for the off-current leakage, and failure of the device to power on was an internal electrical short to ground in an ic chip, designator u26, the +3v digital power supply on the analog pcb assembly.

Event description:
The customer reported that the charge-pak, attention and svc wrench symbols were displayed on the readiness display. A replacement device was provided to the customer. When the device was returned to physio-control, it was evaluated and it would not power on.